Event description:
High lead impedance was observed on a patient's device at two clinic visits. Clinic notes indicated that the patient's generator was unable to deliver the programmed output current due to the high impedance. The physician turned off the patient's device. X-ray images were taken of the patient's device and provided to the manufacturer for review. Due to the orientation of the generator in the patient's chest, proper lead pin insertion could not be assessed. A portion of the lead appeared to be routed behind the generator and could not be assessed. No gross fractures or lead discontinuities were observed in the provided images. The lead wires appeared to be intact at the connector pin. No additional relevant information has been received to date. No surgical intervention has occurred to date.